Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional and umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. Additional information was reported that the patient underwent an incisional hernia repair for a recurring hernia on (B)(6) 2018. It was reported that the patient is ¿expected to undergo removal of the mesh as a result of her recurrent infections.¿ it was reported the patient experienced severe pain and recurrent infections which ¿required additional mesh to be implanted in her.¿ no additional information is provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.